Event description:
As reported, during an unknown procedure, an unspecified cook bentson wire guide separated during a process called ¿distraction¿. The user described ¿distraction¿ as a technique in which a suture is tied to the wire and used to deflect the wire in some way during the procedure. Reportedly, the technique involves advancing the coil of the wire guide over its core wire by gripping the coil at two points proximal to the floppy tip and advancing the distal grip forward to stretch the coil. The intention is reportedly to compress the coil at the tip of the wire, making the tip less floppy. The separated wire fragment was ¿free¿ in the body; however, it was subsequently intravascularly snared and successfully retrieved from the patient. No part of the device was left in the patient. There were no further complications or harm to the patient.

Manufacturer narrative:
G4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, an unspecified cook bentson wire guide separated during a process called ¿distraction¿. The user described ¿distraction¿ as a technique in which a suture is tied to the wire and used to deflect the wire in some way during the procedure. Reportedly, the technique involves advancing the coil of the wire guide over its core wire by gripping the coil at two points proximal to the floppy tip and advancing the distal grip forward to stretch the coil. The intention is reportedly to compress the coil at the tip of the wire, making the tip less floppy. The separated wire fragment was ¿free¿ in the body; however, it was subsequently intravascularly snared and successfully retrieved from the patient. No part of the device was left in the patient. There were no further complications or harm to the patient. Corrected information: d9, h3 = the device was not returned to cook. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. The product IFU for bentson wire guides warns ¿this product is a delicate instrument. Avoid forceful angulation.¿ the IFU also warns ¿altering the tip's configuration or curve manually may damage the wire guide." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that failure to follow instructions contributed to this event. The wire was used for ¿distraction¿, which reportedly involves manipulation and stretching of the wire within the patient, with the intent to compress the coils at the wire tip and make the wire tip ¿less floppy¿. The IFU warns ¿this product is a delicate instrument. Avoid forceful angulation.¿ the IFU also warns ¿altering the tip's configuration or curve manually may damage the wire guide." Manipulation of the wire likely caused the wire to separate in this case. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.